Event description:
A transurethral resection of the prostate (turp) was in progress. The resectoscope cutting loop electrode broke and the c-shaped section of the loop separated from the device. The surgeon extracted the broken fragment with no pt consequences.